Event description:
The a and v leads had insulation that was exposed potentially due to the sutures that were placed when the device was inserted. This was interfering with the proper functioning of this device.